Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-15478. It was reported the pt is experiencing heating at the ipg site while charging. The pt was sent a replacement le charging system.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.